Event description:
Additional information received indicated that the device had been replaced due to its battery being "near dead." There were no issues with regards to the patient's outcome.

Event description:
It was reported that the patient had a revision due to high impedances >4,000. The implantable neurostimulator (ins) and lead were replaced. The battery was not depleted, but replaced so that patient would not need another surgery in the near future. There was no malfunction of the ins. It was determined that the issue was with the lead. Information also reported on patient's other ins in regulatory report # 3004209178-2012-08451.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v462930, implanted: (B)(6) 2010, product type lead; product ID 3889-28, lot# v002778, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3037, serial# (B)(4), product type programmer, patient product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient product ID 3023, serial# (B)(4), implanted: (B)(6) 2006, product type implantable neurostimulator. (B)(4).